Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a broken atrial output connector port on the external pulse generator (epg). It was noted that the lower case, battery drawer cover was broken, and the c277 on the main printed circuit board (pcb) was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generator (epg) atrial port was broken. The epg was returned for repair. There was no patient involvement.